Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported that the pin from the inner part of the fluted plug introducer came off the instrument and was left in the patient.